Manufacturer narrative:
This event was reported to the FDA via user facility medwatch report. No medwatch report number was provided on the report. Despite several attempts no add'l info in regards to the procedure or event description and no sample has been provided. The lot number of the subject device has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that half of the vascular stent broke off during removal of the stent system. Guided fluoroscopy demonstrated the remaining portion of the vascular stent in good position. No add'l info in regards to the procedure or event description has been provided. There is no reported pt injury.